Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Prof. Reports via our marketing manager that due to an infection of the joint the hip was revised. The surgeons tested the bearing after the explantation. The inner diameter of the insert seems to be shrinked. Please check the changed inner diameter and send the item back to germany.